Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the cutter burr could not be inserted into the device. The device was being used in surgery. No patient or user injury was reported. It is unknown if there was medical intervention. No additional information is available.